Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer was given food, glucagon, and glucose tablets. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer was given food, glucagon, and glucose tablets. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Customer also stated that the insulin pump passed the functional tests. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.